Event description:
It was reported that the user paired a new dexcom g6 sensor and transmitter to the ilet but initially forgot to enter the new transmitter serial number, then obtained the correct serial number from dexcom, entered it into the ilet, and awaited cgm warm-up; the user also noted a pending firmware update. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included no impact to health and no need for medical care. Investigation included customer support troubleshooting and education regarding correct transmitter pairing and guidance to complete cgm warm-up prior to proceeding with a firmware update. Investigation of this case revealed user setup error related to transmitter pairing, with the device and components functioning as designed once the correct serial number was entered. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.